Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date, that the screw drivers in their sets are not capturing the screws correctly as they have become worn with use. 2 x 03.130.010 screwdriver shaft stardrive® 1.3/1.5, t4, self-holding, for hexagonal coupling. 2 x 03.130.020 screwdriver shaft stardrive® 2.0, t6, self-holding, for hexagonal couplin. No further action is required and no harm was done to any patients. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) stardrive scrwdrvr shft/t6 50mm/self-retaining/hxc. This is report 4 of 4 for (B)(4).